Event description:
(B)(6) / the 15 day cgm has drop outs where for an extended amount of time there are no glucose readings. Also, they do not tend to last the whole 15 days. I get failures 1 to 2 days ahead of time. I only use them for monitoring so can not suffer harm personally but with the drop outs someone who is monitoring for highs and lows could most definitely have great harm. Additional product details: I have had several that experience long drop outs where they are not getting recordings as well as pre-mature failures.